Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted all electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was explanted because based on an x-ray, it appeared as though the lead had pulled back from the original implant location and was capturing at a very high output. It was also noted a warning had triggered for low rv pacing impedance. The patient received inappropriate high voltage therapy due to noise on the lead. The physician attempted to retract the screw and reuse the same lead, but despite multiple attempts, the screw would not retract. The physician then attempted to apply manual traction to remove the lead which was unsuccessful. Using fluoroscopy, it appeared as though the helix was not fully coaxial with the lead and that the helix was elongated. Eventually, the physician was able to remove the lead, and a new lead was implanted.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to an unspecified reason. No patient complications have been reported as a result of this event.